Manufacturer narrative:
The field service representative (fsr) replaced the fuse and holder cap. With these parts replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the delphin battery was missing a fuse and fuse cap. This issue resulted in the battery module not being able to power the delphin control module. Per fsr, the wedge and delphi battery were not being used and were on the shelf. Since the event occurred during preventative maintenance, there was no pt involvement.